Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he had a no delivery alarm on the insulin pump. Customer's blood glucose was 600 mg/dl. Customer stated that he took off the pump had has nothing connected now. Customer went to the health care professional and was given the wrong insulin. Customer needs help removing the alarm from the pump. Customer treated with a manual injection. Customer stated that the alarm occurred previously and during a bolus. Customer stated that the alarm is not recurring and the issue was resolved by a complete set change. Customer was advised that the pump is working as designed. Customer was advised to do a complete set change as soon as possible. Customer stated that he will be calling his health care professional to get a new prescription.